Event description:
Nanoknife was used to ablate long splenic remnant. No complications were noted during the procedure. Physician deemed procedure successful. Twenty eight hours post-procedure, pt developed sudden onset of left purple hand due to venous obstruction which was at risk for venous gangrene. Physician believes that this is related to hypercoagulable state and medication and it is not related to procedure other than the pt being off heparin for 16 hours. Forty eight hours post-procedure, patient's left hand was much better after heparin asa. One hundred and twenty hours post-procedure, patient's left hand had improved completely. No permanent harm or permanent injury was reported to the pt.

Manufacturer narrative:
This report is not being sent for a product problem. There was no indication that the device malfunctioned. The procedure was successfully completed with this device without complications. There was no harm or injury reported due to the procedure. This report is being submitted to notify the FDA that prolonged hospitalization and further medical intervention was required, in the form of heparin asa, and it was unrelated to the procedure. No permanent harm or permanent injury was reported to the patient. This medwatch is being submitted late due to a retrospective review of case notes. (B)(4).